Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 406 mg/dl at the time of incident and current blood glucose level was 75 mg/dl. Customer other relevant blood glucose level was 409 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated high blood glucose with syringes. The insulin pump will not be returned for analysis.